Manufacturer narrative:
The device was returned and evaluated. Inspection of the soft cannula found the external portion of the soft cannula to be kinked. It could not be determined when or how this damage occurred. Fluid path testing did not find any leaks in the fluid path. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours on the leg. It was reported that the pod was not delivering insulin properly. As treatment, a new pod was placed.